Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was 526 mg/dl at the time of incident. Customer stated that they not sure if something was wrong with insulin pump blood glucose was over 500 mg/dl. The customer was assisted with troubleshooting. The customer was treated with manual injection got blood glucose down to 230 mg/dl but after injection blood glucose was still high no changes to setting. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did used auto mode feature at time of high blood glucose event. The insulin pump will not be returned for analysis.